Event description:
Patient with sick sinus syndrome, permanent pacemaker inserted 10/15/90 (medtronic 8400; lead-medtronic 4004-58) readmitted on 12/30/91 with pacemaker malfunction secondary to lead fracture. Fractured lead not removed but capped off. Fracture demonstrated by electrical conduction tests and on fluoroscopydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, visual examination. Results of evaluation: telemetry failure, connection or adapter failure loose, corroded, broken set. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily, invalid data, invalid data. The device was not destroyed/disposed of.